Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 470 mg/dl at the time of the incident and 480 mg/dl was the other value. Customer was treated with insulin pump and insulin pens. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.